Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right common iliac limb, type ia endoleak, and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined that there was evidence to reasonably suggest abdominal aortic aneurysm enlargement of 8.8mm and right common iliac artery enlargement of 12.8mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of computed tomography study dated (B)(6) 2025. The complaint is likely anatomy related due to the sharp increase in the juxtarenal/neck angle from 38.8° to approximately 95.7° likely contributing to poor apposition and loss of proximal seal, resulting in a type ia endoleak. A 28mm stent was present in the right common iliac artery, while the right common iliac artery aneurysm sac measured 37.2 mm. There was poor apposition of the stent to the vessel wall and this likely contributing to an inadequate seal and a type ib endoleak. No procedure related harms were identified. The final patient status was reported as discharge home on postoperative day on in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - additional g3: awareness date ¿ updated h6: investigation type codes ¿ remove 4118 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2022. During this initial procedure, an intraoperative type ia endoleak was observed. The patient was monitored and the type ia endoleak reportedly resolved without treatment by day seven post-procedure. Reportedly, the index case was off label with 7mm short 95-degree angled neck. There was a type ii endoleak from a patent inferior mesenteric artery at the one month follow up computed tomography that was coiled on an unknown date resolving the type ii endoleak. On (B)(6) 2025 aneurysm enlargement of 1cm, a type ib endoleak on an iliac that was ectatic during index procedure and an indeterminant endoleak (possible type ia or type ii), were found at routine follow up. There are also patent lumbars in the neck in the seal zone. Reintervention was completed on (B)(6) 2025. A type ia endoleak and a type ib endoleak on the right side were confirmed. The type ia endoleak was treated with the implant of a 4010 palmaz stent (non-endologix). The type ib endoleak was treated with the implant of two ovation ix iliac limbs. Both were sealed successfully. The patient was stable post procedure.

Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, a device evaluation will not be completed. Patient medical records and imaging studies; however, additional request for the reintervention records are pending. Follow-up report will be submitted upon completion of the clinical analyses.